Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the device was used for the proximal transaction on bowel that was externalized. Tissue was thick and difficult to close on blue setting so it was changed to gold. One complete row of staples (closest to the knife) had malformed staples where it appeared on legs did not engage the pockets. The staple line was ultimately going to be removed for the purse-string so it was not an issue for the surgery. (B)(4)

Event description:
It was reported that during a hand assisted sigmoid colectomy procedure, unformed staples were noticed while inspecting the staple line. The problem was noticed after the second firing of the device. Midline of the staple line closet to the blade, one leg of the staple was unformed. This portion of the colon was going to be resected anyway so no corrective action was necessary. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with two cartridge reloads present. The device was tested for functionality with a test cartridge reload, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. After review of the x-rays or the returned tissue sample, a probable cause may be that the device was fired on tissue that may have been too thick. Batch history review has been completed with no anomalies reported.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump would continuously jam. No other details regarding the nature of the event were provided. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.